Event description:
It was reported that the user experienced a brief loss of continuous glucose readings on the ilet while using a dexcom g7 sensor, characterized as signal loss to the ilet only, with no device alerts and with active pairing in progress at the time of the call; the user was advised to allow time for reconnection and to call back if readings did not return. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included real-time verification that no alerts were active and confirmation that the ilet was attempting to reconnect with the sensor, along with user education on reconnection. Investigation of this case revealed a temporary communication interruption between the ilet and the cgm sensor without evidence of device malfunction, consistent with transient connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was user environment or routine bluetooth communication interruption.